Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. An analysis of the test data associated with this pt sample indicated a typical pattern for basophils. In this specific sample the targeted cluster demonstrated these patterns and the software algorithm for the lh780 analyzer gated those cells as basophils. An instrument-generated message flagged the sample for further review. Regarding the customer's concern that the wbc (white blood cell) count was not corrected, by software design, the wbc correction is performed only if the interference is significant enough to potentially cause an erroneous wbc count. For this specific sample, even though the histogram showed a pattern of interference, the amount of interference (calculated debris of 3.7%) was not significant enough to trigger a wbc correction process. Both observations were related to software algorithms for the lh780 analyzer. A field service engineer was not dispatched to the site.

Event description:
The customer reported that the lh780 hematology analyzer generated differential results that did not match the manual differential count for basophil cells on one pt sample. The customer also indicated that the instrument did not correct the wbc (white blood cell) count though the wbc histogram displayed a pattern of cellular interference. The test results were accompanied by an instrument-generated message, imm ne 1, which is a flag for immature neutrophils and suspect immature neutrophils, primarily bands. A manual differential was performed and the basophil count (0.7%) was lower than the automated count (5.19%). There were no erroneous results reported out of the laboratory. There were no reported changes to pt treatment associated with this event.